Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or documentation that indicates the liberty cycler caused or contributed to a serious adverse patient outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient was hospitalized for an unspecified reason. There was no allegation of a device malfunction related to the patient¿s hospitalization. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."